Manufacturer narrative:
Concomitant medical products: product ID: 9 733467, serial/lot #: 2.3. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside a procedure. It was reported that while setting up for a case it went unresponsive when trying to load a patient exam disc. They hard rebooted the system and it went unresponsive again prior to getting to the patient screen. Troubleshooting was done and they check the free space and 66% of the drive was used. However, there were no patients listed in the patient exam list on the patient screen, or the patient tab of the admin options. Probable cause was noted as corruption of patient directory. No patient was present.